Event description:
It was reported that following a successful left eye (os) trabecular microbypass stent system procedure, the patient presented postoperatively on day one with ocular hypertension and corneal edema, possibly due to viscoelastic that remained in the operative eye. The surgeon performed irrigation and aspiration (I/a), and the patient was treated with medication postoperatively. Per report, the corneal edema and ocular hypertension resolved postoperatively on day twelve. Then, approximately one month postoperatively, the surgeon observed a stent occlusion- one of the stents was "buried in the iris". Per report, iris photocoagulation was performed subsequently, and the event resolved. This report references the events of ocular hypertension and corneal edema events. Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2022-00029 for the report of stent obstruction and iris touch.

Manufacturer narrative:
MFR# reference: (B)(4). Please reference 2032546-2022-00029 for the report associated with stent obstruction and iris touch.

Event description:
The following additional information was received. Reportedly, during a postoperative examination, one (1) stent was found occluded following a prior iris photocoagulation. There was no adverse impact to the patient and no intervention was required. The report noted the stent was evaluated as effective at twelve (12) months postop. This report references the report associated with ocular hypertension and corneal edema.

Manufacturer narrative:
MFR# reference: (B)(4). Please reference 2032546-2022-00029 for the report associated with stent obstruction and iris touch.

Event description:
The following additional information was received. Per report, during a postoperative examination, one (1) of the two (2) stents was observed to be reoccluded. This report references the report associated with ocular hypertension and corneal edema.